Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the dissection top on the vaso view hemopro had some type of marring on it which inhibited the ability to see clearly. This was observed when they were putting the conical tip of the scope prior to the device being entered into the pt. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).